Manufacturer narrative:
This report is submitted on january 15, 2018, (B)(4).

Event description:
It was reported that the patient's abutment was removed under a general anaesthetic on (B)(6) 2017, subsequent to the patient experiencing skin overgrowth at the abutment site.